Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals that resulted in pacing inhibition. The lead safety switch (lss) for the rv lead had been activated for out-of-range impedance measurements, but the impedance values were not reported. The pacing inhibition was longer than 2 seconds, but no syncope was reported. The patient had symptoms of lethargy and difficulties waking up. Technical services (ts) discussed the stored episodes and troubleshooting options. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).